Manufacturer narrative:
E1: patient city - (B)(6). Patient country - france. Since no lot number is available, a detailed investigations, tests on reference samples or batch review cannot be conducted. Therefore this complaint will be closed. This issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occured in france. It was reported that patient faced infusion set leakage event on (B)(6) 2025, involving leaks at the connection between the catheter and reservoir of an infusion set. No patient harm reported. No further information is available.